Event description:
Reported that the right monitor would lock up during cine mode. Also reported that the c-arm appeared as if it was rebooting itself while in the idle mode. No pt involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lock up was verified. The cine drive was reformatted and the lock up no longer could be verified. The system was tested and found to be working as intended and placed back into service.